Event description:
It was initially reported that the site's handheld computer was freezing at the interrogation successful screen while interrogating a pt's generator. Troubleshooting was performed and resolved the issue with a soft reset. The physician was able to successfully interrogate the pt's device. The device has not been returned to the MFR as the issue was resolved.